Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she had the button error two days ago and today she is having issues with the keypad. Customer got the pump wet yesterday and had a high blood glucose level. Customer's blood glucose level was 179 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window.